Event description:
The user facility reported that the system 1 processor leaked causing water to accumulate on the floor of the room where it was located and into the room below.

Manufacturer narrative:
A steris service technician inspected the unit and found that the hp pump was cracked which allowed the water leak from the processor. The hp pump was evaluated and the root cause of the crack is attributed to normal wear and tear. The hp pump is original to the unit which was manufactured in 1995. The system 1 unit is not under a steris service contract. The steris service technician was unable to confirm that the user facility performs any maintenance activities on the system 1 processor. The system 1 processor maintenance manual requires an inspection of the hp pump at each bi-annual preventive maintenance activity. The technician repaired the unit and returned it to service. No additional issues have been reported.